Event description:
During circumcision using a mogen clamp the tip of the penis was amputated, requiring reconstructive surgery for reattachment. Initial results did not indicate complications although it's unk at this time if any permanent injury will result.